Event description:
It was reported that an intermittent cartridge alarm 1 occurred. The customer's blood glucose (bg) level was "high"; although specific value was not provided. A manual injection was given to address bg. A cartridge change was performed resolving the issue. It was also reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.